Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: v amf4040c200tu, serial/lot #: (B)(4), ubd: 13-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of 75mm thoracic aortic aneurysm. It was reported that the patient presented emergently approximately four months later with severe chest pain and a CT showed a retrograde type a dissection. The patient underwent emergency aortic root replacement with reimplantation of the right coronary with an insitu saphenous vein graft. And replacement of the ascending aorta. The event is reported to be resolved. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Product analysis conclusion: the reported type a retrograde dissection was confirmed on the films received; however, the cause of the event could not be determined. Pre-implant CT¿s did not reveal any anatomical characteristics that may have contributed to the dissection and analysis of the returned post-implant films did not reveal any anatomical characteristics that could explain the reported dissection. The valiant stent graft that was implanted proximally provided an adequate seal of 3-4 stents before coverage of the taa and entry into the type b dissection. Analysis of the received films did not show any obvious stent graft integrity issues. It is unclear if the type a dissection was due to an unknown patient related issue or pre-existing condition, or possibly caused by an unknown interaction with the implanted stent grafts. Additional information received: it was reported that the patient expired the following day after presenting emergently with the type a dissection. If information is provided in the future, a supplemental report will be issued.